Event description:
The report indicated, during the implant procedure, the physician claimed the set screw on the hub was stripped and thus, could not get the set screw to tighten. Consequently, the device was exchanged for a back-up device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.